Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device is failing without any specifics. No patient injury.

Event description:
The hcp says the during the injury occurred, the tube placement was okay, but we have no other possible confirmation on tube placement. The surgeon believe that a component, or components, of the nim system caused or contributed to the patient outcome as it does not alert of the presence of the nerve. The injury was occurred during the thyroidectomy procedure as the stimuli was delivered but the waveform not showing on the monitor when stimulating the nerve. The tracheostomy surgical intervention was performed to resolve the patient impact.

Manufacturer narrative:
H3: during incoming inspection the patient interface 3.0 works normally but there were some visual deviations found. One assembly clip is loose. The wave washer is worn. The spare fuses are missing. The main fuses are not as described by the manufacturer. H6: the previous fdm b17, fdr c20, imf f11, ime e0123 are no longer applicable to this event. This is same event as regulatory report #1045254-2022-00020. The other components used is patient interface product ID: 8253200, serial#: (B)(6), lot#: 218470283, ubd:, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: ime e2403, imf f26, fdm b17, fdr c20 and fdc d14 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received event occurred several times between (B)(6) before the repair was organized. There was recurrent laryngeal nerve injury to patient in one of the cases due to the lack of monitorization. No sound, when stimulated/ tube was checked during surgery and repositioned and still no response occurred. No sound, when stimulated for an audible indicator of the issue to alert.